Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that an architect total bhcg result of 11,123 iu/l was generated on a patient undergoing artificial insemination treatment. The sample was retested the following day on the same architect i2000sr analyzer and a different architect analyzer and both results were <1.20 iu/l. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. A review of the manufacturing, testing and release data of the lot in question was carried out and demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of architect total b-hcg reagent kit, lot number 64906jn00. Furthermore, a testing protocol was executed to examine the performance of the architect total b-hcg reagent kit in use by the customer at the time of the complaint with four other approved lots (lot 55936jn00, lot 56959jn00 and lot 64907jn00 and lot 63944jn00). The investigation examined the performance of the architect total b-hcg reagent lot in question using architect total b-hcg controls (lot 58934jn00), a range of panels and a selection of 40 patient samples. Panels are samples that are frequently called for in a product's testing documents to evaluate the acceptability of the new lot of reagents, calibrators and/or controls prior to the release of product to sale and are typically formulated to mimic a patient sample. All control concentrations were within package insert specifications and all panels met their defined specifications. Additionally, the investigation demonstrated that each reagent kit tested could accurately detect b-hcg in a range of positive and negative patient samples. No false positive or false negative results were obtained. Based on the investigation and a review of the information available, the customer's observation was not confirmed and it was concluded that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. No product deficiency was identified. This is the final report.